Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 units of baclofen at 891 units/day via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that a suspected motor stall had occurred approximately 3 weeks prior to the date of the report. When asked when the pump alarmed, the patient's mother reported that the pump began alarming approximately 4-5 days prior to the date of the report. It was unknown what if any environmental/external/patient factors that might have led or contributed to the issue. No diagnostics/troubleshooting actions were performed. The patient's pump was replaced on (B)(6) 2019 with a larger pump. The catheter was aspirated at the time of the replacement and it was positive for csf return. The device was to be returned for analysis. The issue was considered resolved at the time of the report. No patient symptoms were reported. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included cerebral palsy.